Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive bhcg results generated by the unicel dxc 660i synchron access clinical system for one patient. Subsequent testing of both the original and additional samples produced lower results in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in plastic bd lihep plasma tubes with a gel separator and centrifuged for 10 minutes at 3500 rpm. Qc is performed once every 24 hours was within the customer's established ranges prior to and after the event. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.